Manufacturer narrative:
(B)(4). Date sent: 6/3/2024. Batch # 611c95. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the jaws in the closed position, the closure trigger, and the firing trigger in the opened position and jammed and with a 6r45b reload loaded. The reload was received partially fired 1/10. The device was received with the anvil disengaged from the ring closure. This condition was caused due to an insufficient anvil crimp. No functional was performed due to the condition of the device. It is possible that the incomplete firing is related to a non-conforming crimp assembly. The insufficient crimp assembly is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 611c95, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an appendectomy, the surgeon had the device clamped on appendix but it would not fire. They got another device to complete the case without patient harm.